Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with the elecsys troponin t hs assay on a cobas 8000 e 602 module after preventive maintenance had been performed on the module. An incorrect result was reported outside of the laboratory. No units of measure were provided. Quality controls were within range. The sample initially resulted with a troponin t value of 88.45. This result was not trusted by the reporter. The sample was repeated on a different analyzer, resulting with a value of 9.78. The troponin t reagent lot number and expiration date were asked for, but not provided.